Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is in a lot of pain and was having an allergic reaction to the antibiotics and got a rash. The event was stamped as "sales attention needed" and not resolved at the time of the report. Two days later, patient's friends told them they were "flushed" and the patient asked if that was a side effect of the evaluation. Patient will follow up with their healthcare provider (hcp). On (B)(6) 2017, patient was experiencing a shortness of breath and told their hcp and sales rep. The hcp doesn't think the shortness of breath is related to the device, but they turned the controller off. The patient will turn the controller back on when the hcp thinks it is appropriate. The next day, the patient was still experiencing a shortness of breath. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.